Event description:
Additional information received. From the initial reporter confirmed, the procedure was diagnostic. The inspection before use was performed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation as well as corrections to the b3 and b5. The information included in b3, b5 and d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the power going out was not confirmed. The actual product did not reproduce. During testing inspection of the returned device, it was found that the equipment had terminal damage. There was a cracked screen frame. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition lcd monitor experienced the power goes down, and the monitor turns off. The event was identified during the procedure. The intended diagnostic procedure was completed using the same device since the monitor that turned off was a sub-monitor. There was no report of patient or user harm associated with the event.